Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture was used to close the skin on an open procedure and the case was completed. However, the patient had excessive inflammation around the suture line during a follow up visit. The patient was given steroids to calm the inflammation.